Manufacturer narrative:
There was no reported event for the lead. As received, a complete lead was returned in two pieces. Visual inspection of the lead revealed an external insulation abrasion that exposed the inner coil consistent with friction to the device can at one location. Electrical testing was performed and revealed no indication of conductor fractures. The second portion of the lead was shorted due to coil and insulation damage consistent with procedure damage.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, an inactive right atrial (ra) lead was explanted. The ra lead was previously capped for an unknown reason. The patient was in stable condition following the procedure.